Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ofr). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2020] pseudomonas (600 cfu/endoscope) [second time; (B)(6) 2020] yeast including candida glabrata (5 cfu/endoscope) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to additional information by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid. The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for the following microbes. The all channels: unspecified microbes (<1 cfu/endoscope), the distal end: unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because there was no report on abnormality of the subject device and the microbiological test result after reprocessing by olympus france cleared the french guideline. If additional information becomes available, this report will be supplemented.